Event description:
It was reported that an arteriotomy closure of the right and left common femoral artery was attempted using a proglide with a 7fr sheath, after a bilateral interventional procedure. Reportedly, in the right groin, the suture was deployed; however, when the plunger was removed, no suture was attached. A second proglide device was used to achieve hemostasis. In the left groin, difficulty was experienced when attempting to remove the device. As the device was removed it was noticed that the foot was out of the device. The lever was again pushed down to its original position, the foot returned to its original position and the device was removed. When the device was removed the suture lost the knot. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The patient was reported to be morbidly obese. The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients who are morbidly obese (body mass index (B)(6)). The customer reported the device was discarded. The lot number was not provided. A follow-up will be submitted with all relevant information.